Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that the lancet does not lock in place to allow it to provide a finger stick, the meter also flashed when the test strip was removed from the meter. Customer was hospitalized for ammonia, and had low blood glucose of 34 mg/dl due to having the incorrect basal rates programmed. Customer also had a high blood glucose incident of 400 mg/dl due to eating 3 spoons of ice cream. Customer declined to troubleshoot. Customer will not be returning the device for analysis.